Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an inaccurate delivery (back flow) epoch was not determined because no products or device logs were returned.

Event description:
It was reported chemotherapy (epoch) was hung as a secondary line when it was noted there was some back flushing of epoch into the normal saline line. The chamber of the normal saline line was filled to the top of what was allegedly epoch due to the red color of the fluid. There was patient involvement however no patient harm. Although requested, additional information was not known. Devices will not be returned for investigation. A report was received from health canada's canada vigilance program which states, "port connection came undone at around 1 am. Restarted by night rn. In am patient noticed some back flushing of medication to the ns line. The chamber of the ns line was filled to the top of what it seems to be the epoch due to the red color of the fluid.".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported chemotherapy (epoch) was hung as a secondary line when it was noted there was some back flushing of epoch into the normal saline line. The chamber of the normal saline line was filled to the top of what was allegedly epoch due to the red color of the fluid. There was patient involvement however no patient harm.